Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they haven't used the implant for 7yrs because the implant caused the disc in the neck to vibrate, pain in the neck and messed up and got worse and he had pain in the arm. Patient stated he needed an MRI and was told to have the ins removed. Patient stated he had the ins remove and now they are telling him he cannot have the MRI because of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.